Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 lead explanted. Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found squeezed and damaged 35 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(6) 2023 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen on hmsc recordings beginning on (B)(6) 2023. The short rv interval counter begins to increment at that time in (B)(6) 2023, with a recent reading of greater than 249 on (B)(6) 2023. Shock impedance has trended down in the last month. Rv sensing has trended down since (B)(6) 2022. Ra sensing is variable, but trended down in the last month. Pacing impedance trended down slightly in (B)(6) 2023. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.